Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction", secondary to a "leak" as reported to co, an entire mentor 2-piece inflatable penile prosthesis was removed and replaced with a mentor 3-piece inflatable penile prosthesis.